Manufacturer narrative:
Physio-control evaluated the device and observed that it would intermittently not power on. Physio replaced the power module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found while testing. According to the reporter, the device intermittently fails to power up when the on button is pressed. There were no patient's associated with the report.